Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated by the advanced failure analysis (afa) team: initial findings were partially confirmed. The instrument was placed on an in-house system and was found to exhibit imprecise motion rather than unintuitive motion. The motion was not precise or proportional to the master. The movement was jerky and in some angles would move in a different direction before completing the movement to the intended direction. The pitch cable was confirmed to be very loose in the proximal end, causing the loose pitch cable on the distal end. This would have caused the imprecise motion and difficulty in articulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to exhibit unintuitive motion when placed and driven on an in-house system. The instrument moved precisely and proportionally to the master, started and stopped with master motion, just moved in the wrong direction. Additionally, the instrument was found to have a loose pitch cable at the distal end. The instrument was also found to have a cracked clamping pulley at the proximal end. As a result, the pitch cable became loose. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps did not articulate correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint. The issue occurred with the surgeon's head inside the console stereo viewer while attempting to manipulate instruments. The failure was not related to the inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument; the observed movement was lesser than intended. The instrument did move in the intended direction but had a lag and was jerky. There was no instrument to instrument or arm to arm interference and there were no external collisions. The issue was persistent and occurred while attempting to grab tissue. No patterns in the movement were found. There were no reports of fragments fall into the patient and there was no patient injury.